Manufacturer narrative:
It was reported that an inaccurate electrode placement was noted post-operatively. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of available data logs determined that the surgeon accepted the registration with a significant error detected. Therefore the identified root cause is use error. Analysis of available data did not reveal any device failure.

Event description:
The surgeon mentioned that there was an inaccuracy with a patient and wanted to know if it was due to the scan. The patient had a vns device implanted and the surgeon believe that may have contributed to the issue.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  UDI# : (B)(4).

Event description:
The surgeon mentioned that there was an inaccuracy with a patient and wanted to know if it was due to the scan. The patient had a vns device implanted and the surgeon believe that may have contributed to the issue.